Event description:
When receiving package for inventory, staff used box cutter to open case and the kit was too close to the outer box, causing staff to cut into the kit.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for eval. A lot history review (lhr) of a rexj1031 showed no other similar product complaint(s) from this lot number.